Event description:
"Trocar was placed in pt and at that time, part of the seal was dropped into the abdomen. Small part of the seal had to be retrieved from the pt and a new trocar used." All parts were retrieved and pt is doing fine.

Manufacturer narrative:
Evaluation: the returned product was visually inspected. The part of the seal that was recovered by the surgeon was a piece of rubber (polyisoprene) from the duckbill portion. The seal was disassembled to gain access to the duckbill. With the duckbill missing a section, the product would not be able to hold a seal and therefore, no functional testing was conducted. A lot number was not provided, so sample units could not be acquired for comparison testing. Conclusion/corrective action: upon closer inspection of the duckbill and the severed piece, it can be seen that the severed piece was caused by a clean cut and not a tear, which was most likely caused by an instrument passing through the seal. No info was provided as to which instruments were used with the trocar. The flat blade obturator shipped with the seal has a guard which does not allow the blade to be exposed unless the blade guard is disarmed and the obturator is activated. More info on the other types of devices used with the c0522 in this case would be needed to fully determine the root cause of the severed piece. Engineering tried to replicate the cut with units from a different lot but was not able to do so while using the trocar properly. Several unconventional configurations were used to try to reproduce the cut using laparoscopic scissors; the cut was replicated only when the duckbill was inverted and not assembled within the seal. The c0522 is 100% leak tested during production. The missing piece of the duckbill or even a partial rupture in the rubber would cause the unit to fail the leak test and be rejected. This unit would not have shipped to the customer in this condition. All applied medical products undergo design verification where test samples of a product go through vigorous testing. This ensures the quality of the product when used appropriately. No further corrective action is necessary. Conclusion/corrective action: upon closer inspection of the duckbill and the severed piece, it can be seen that the severed piece was caused by a clean cut and not a tear, which was most likely caused by an instrument passing through the seal. No info was provided as to which instruments were used with the trocar. The flat blade obturator shipped with the seal has a guard which does not allow the blade to be exposed unless the blade guard is disarmed and the obturator is activated. More info on the other types of devices used with the c0522 in this case would be needed to fully determine the root cause of the severed piece. Engineering tried to replicate the cut with units from a different lot but was not able to do so while using the trocar properly. Several unconventional configurations were used to try to reproduce the cut using laparoscopic scissors; the cut was replicated only when the duckbill was inverted and not assembled within the seal. The c0522 is 100% leak tested during production. The missing piece of the duckbill or event a partial rupture in the rubber would cause the unit to fail the leak test adn be rejected. This unit would not have shipped to the customer in this condition. All applied medical products undergo design verification where test samples of a product go through vigorous testing. This ensures the quality of the product when used appropriately. No further corrective action is necessary.